Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was stuck on the pump and could not be removed. Customer¿s blood glucose level was not impacted. Reportedly the customer reverted to an alternate method of insulin therapy.